Manufacturer narrative:
Recurring incontinence and balloon migration were reported. The ams800 device was visually inspected and functionally tested. There were two occlusive cuffs returned (one 4.0cm and one 3.5cm). There were leaks in both of the occlusive cuff shells that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for the complaint or a device malfunction, because it is a secondary failure. The pressure regulating balloon was not functionally tested as the original pressure is unknown. Migration of the balloon component cannot be confirmed through product analysis. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that urinary incontinence is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event (incontinence) is included as potential adverse events within product labeling.

Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. The physician felt that the patient might benefit from implanting a second cuff while still leaving the first so a second cuff was placed more distally. Additionally, the aus pressure regulating balloon (prb) had migrated since the initial surgery so it was removed and replaced with a new one. No further complications were reported in relation to this event.

Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. The physician felt that the patient might benefit from implanting a second cuff while still leaving the first so a second cuff was placed more distally. Additionally, the aus pressure regulating balloon (prb) had migrated since the initial surgery so it was removed and replaced with a new one. No further complications were reported in relation to this event.